Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, defective catheter: purple bi-directional valve split, resulting in leakage (observed at the end of the procedure when rinsing and dressing). Catheter changed, therefore 2nd puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split luer hub is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 5fr dl powerpicc solo catheter. A gross visual inspection of the returned unit found that a longitudinally aligned split was present on the luer hub of the purple lumen. The split extended from the proximal end of the luer to the top row of printed lettering on the solo valve. Microscopic inspection of the luer hub did not identify any damage or material flaws which could have contributed to the observed split. No evidence of stripping of the luer threads was observed, which may have indicated that the luer was over torqued. Additionally, the split was found to have occurred away from the molding weld line. The investigation was unable to identify any features which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, defective catheter: purple bi-directional valve split, resulting in leakage (observed at the end of the procedure when rinsing and dressing). Catheter changed, therefore 2nd puncture. No other information was provided.